Manufacturer narrative:
The customer¿s report of an inadvertent bolus of fluid was not confirmed or replicated. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Functional testing was performed and there was no leaking observed. Rate accuracy testing was the performed on the set and was found to be within specification. The root cause of the customer¿s report was not identified.

Event description:
Customer reports an inadvertent bolus of fluid in the ICU after removing the tubing from the lvp while on "pause". The roller clamp was not engaged at the time of the event.